Manufacturer narrative:
Na.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, gripper orientation was performed and was unsuccessful. While actuating independent gripper, one gripper of mitraclip xtw was unable to lower in the left atrium. There was lack of pressure while pressing one gripper lever. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported unstable gripper lever and difficult single gripper actuation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, causes for the reported unstable gripper lever and difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, gripper orientation was performed and was unsuccessful. While actuating independent gripper, one gripper of mitraclip xtw was unable to lower in the left atrium. There was lack of pressure while pressing one gripper lever. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.